Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu for failure analysis investigation. The unit was analyzed, and the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was in decent condition. Please refer to the report with patient identifier 1109823 for additional information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, bipolar energy was not working intermittently. The procedure was completing as planned with no reported injury.